Manufacturer narrative:
Patient information is unknown. UDI: (B)(4) lot unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an 8.5mm reamer head came apart from the long reamer shaft and lodged inside the patient's humerus during a total shoulder replacement performed on (B)(6) 2016. The surgeon was not using a guide rod at the time. The reamer head remains embedded in the bone. There was a reported fifteen (15) minute surgical delay. The procedure was completed satisfactorily. Concomitant devices reported: long flexible reamer shaft (part 352.044, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).